Event description:
The implanting surgeon reported that upon pre-implantation inspection, the cryopreserved pulmonary valve and conduit's muscle band appeared to be thin, short, and appeared to be ready to tear. The surgeon elected to implant the cryopreserved pulmonary valve and conduit into a pt of unknown medical history during a ross procedure. Immediately post-implantation, the pt experienced bleeding, requiring the patient's return to bypass and reinforcement of the tissue with additional sutures.